Event description:
(B)(4). I began having very heavy periods (I thought I was going to bleed to death). I would go through a super plus tampon in an hour and leak through. I began loosing a lot of hair when I showered. I started getting frequent migraine headaches, fatigue, cramping even when I'm not on my period, depression more than normal, foggy brain can't remember things I just did or things people told me. I began noticing I was gaining a lot of weight and my stomach started to look like I was pregnant again and no matter what I did diet, exercise, ab workouts, I was always bloated and pregnant looking. I've even had people ask when I was due, which caused more depressions. I just had a xray taken of the area where they are supposed to be and it is very visible that the essure coils have migrated to the wrong areas, they are not even close to being in my fallopian tubes anymore. My dr says I will need a hysterectomy to get the coils removed which will cause me to loose time at work and pay.